Event description:
Consumer claims to have received a freezer burn from leaking gel pack. Gel leaked onto consumers arm causing pain and swelling and could not remove the gel. She did not seek medical attention for the injury.